Event description:
Facility reported: the cuff would not inflate. They have no add'l info and don't know if they did a leak test before intubating pt or if there was a pt. They stated they are sure they have thrown away the tube.